Manufacturer narrative:
(B)(4).event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that replace sensor now alert occurred. It was indicated that the sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was confirmed as a restarted sensor session. The probable cause was determined to be restarted sensor session. In addition an early senor expiration was found on (B)(6) 2019 but the root cause could not be determined. No injury or medical intervention was reported.